Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the communication bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 5.2 was off the bus and enhance half height drawer 4.2 stated failed to open. The field service engineer (fse) opened the back panel and observed a blinking heartbeat on drawer 4.2 and solid lights on drawer 5.2. The station was powered off, and the damaged retractor band for drawer 4.2 was replaced. Row board cables for drawers 4.2 and 5.2 were reseated. Both drawers were tested in diagnostics with successful results, and the customer recovered the drawer 4.2 failure. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes. The reported issue device not detected on bus was confirmed during fse testing and subsequently validated in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that enhance half-height drawer 5.2 was offline from the bus, while enhance half-height drawer 4.2 reported a failure to open and could not be recovered. Upon removing the back panel, it was noted that drawer 4.2 displayed a blinking heartbeat indicator, whereas drawer 5.2 showed solid lights. The station was powered down, and the damaged retractor band for drawer 4.2 was replaced. In addition, the rowboard cable for drawers 4.2 and 5.2 was reseated to ensure proper connectivity. Dchu visual inspection assy retractor dwr hh cubie, p/n 353844-01. A detailed examination under a microscope was performed to visualize the black marks of the part received, which indicates thermal damage. Dchu laboratory testing assy retractor dwr hh cubie: no further test was required due to thermal damage observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue device not detected on bus was identified as a faulty assy retractor dwr hh cubie due to thermal damage in the strands.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the communication bus. As per part investigation, it was determined that there was thermal damage observed in the strands. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, caused a delay to the patient care. There were no adverse events or injuries reported based on this event.